Event description:
The resident was being transferred from the bed to the wheelchair. When positioned just over the bed, the clip on the sling broke and the resident fell to the bed. No injuries were reported.

Event description:
The facility reports the resident was being transferred from the bed to the whelchair. When positioned just over the bed, the clip on the sling broke and the resident fell to the bed. No injuries were reported. MFR. Rep. No. Ir0505-0081